Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge a battery) was confirmed. As received, the charger was unable to charge a battery. Upon evaluation, the u13 8-bit cmos flash micro-controller on the bedside board was defective and there was liquid contamination on the battery board. The cause of the failure is the defective u13 component and the liquid contamination. The root cause of the defective component cannot be positively identified. The root cause of the liquid contamination is ingress of an unknown liquid. No adverse event resulted from the defective component.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.